Manufacturer narrative:
Mentor failure analysis lab has received the suspect medical device for evaluation. Device evaluation summary: during the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient is scheduled to undergo explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade IV manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-jul-2020, mentor became aware that the patient underwent replacement with unknown smooth mentor gel breast implants on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, device manufacture date was updated to (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: mentor failure analysis lab did not receive the suspect medical device for evaluation. The evaluation was completed based on photographic evidence provided for the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with mentor memorygel breast implant (550cc on right, 525cc on left) has experienced postoperative bilateral capsular contracture, baker grade iii to IV, and generalized illness symptom of nerve pain. Patient reported having significant nerve pain almost immediately after the initial surgery, and patient then experienced gradual firmness and distortion of the implants, and increased nerve pain over time. Patient reported capsular contracture was confirmed by ultrasound and MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.